Event description:
It was reported the pt's ipg is unable to communicate with any external devices. The pt states he turned off the stimulation three weeks ago and has not charged in over 1 month. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.